Event description:
A hospital reported to our distributor that the heater wire alarm sounded on the humidifier when the rt125 breathing circuit was connected to a ventilator. No patient consequence was reported.

Manufacturer narrative:
The product is not sold in the USA but it is similar to a product which is sold in the USA. Method: the two returned breathing circuits had their heaterwire electrically tested. Results: one of the two circuits was found to be within specification. The other circuit had a resistance higher than the maximum acceptable resistance value. Conclusion: the fault was confirmed on one of the two circuits. Every breathing circuit heaterwire is electrically tested during production. Those that fail are rejected. This suggests the resistance of the heaterwire changed after the device was released to market. Our monitoring and trending for this type of event has a rate of occurrence worldwide for the last year of 0.0009%.